Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had dislodged. On (B)(6) 2016, the lead was explanted and replaced. No other information was available.